Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had an initial system implant on (B)(6) 2019 and presented in clinic the day after for a post implant follow-up. Upon interrogation, the patient's right ventricular lead exhibited increased capture thresholds and decreased r-wave sensing. A chest x-ray was performed on (B)(6) 2019 and lead dislodgement was confirmed. The lead was successfully repositioned on (B)(6) 2019. The patient's condition was stable before and after the procedure.